Manufacturer narrative:
Refer to mrn: 1221359-2021-00263, 1221359-2021-00264, 1221359-2021-00266. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1012791 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot 1012791 and test base part number 190-430 / lot 1012791 were reviewed. This lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1012791 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
A customer sent a cumulative report of four (4) false positive results with the ID now covid-19 assay generated across two (2) different testing sites. This report represents patient three (3) of four (4). The customer reported a false positive results using a nasal swab with the ID now covid-19 test. Specimen collection occurred on (B)(6) 2020; testing date and time is unknown. Confirmation testing with a nasopharyngeal swab in viral transport media with core lab provided negative results. Confirmatory specimen collection occurred (B)(6) 2020; testing date and time is unknown. Additional patient information, including symptoms, treatment and outcome, is unknown. No additional information will be provided. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.